Event description:
The patient required iab for perfusion. On the 1st attempt, the pump indicated that the auto-zero test failed. Another balloon pump was obtained and it also would not auto-zero. Staff removed the balloon catheter and replaced it with a new one. This worked fine. Manufacturer response for catheter, intra-aortic balloon, fiberoptix: the manufacturer provided several onsite staff education sessions.